Event description:
It was reported that a patient presented with myopotentials over-sensing noted on the patient's implantable cardioverter defibrillator. Corrective programming changes were recommended for when the patient is seen next. The patient was stable throughout.

Event description:
New information received notes that programming changes were made and patient was stable throughout.

Event description:
New information received notes that the programming changes were not made and the device was explanted and replaced on (B)(6) 2026. No further over-sensing was noted.